Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating, the usb port was exposed to "dirt, lint, and other contaminants," and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, it was reported that multiple cartridges did not fit onto the pump and that the wake button was unresponsive unless "pressed abnormally hard." No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.